Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and the irrigation was inadequate during use on the patient. It was initially reported that during procedure, there was an intermittent or low irrigation on the device; but not completely occluded. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient as part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. Since no product issue was identified during the investigation, no corrective or preventive actions (CAPA) are required at this time. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On 11-dec-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and the irrigation was inadequate during use on the patient. It was initially reported that during procedure, there was an intermittent or low irrigation on the device; but not completely occluded. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported intermittent irrigation issue was not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 12-nov-2024, additional information was received indicating the irrigation issue was not noticed before being use on the patient. They did continuous flushing to troubleshoot the issue. There were no error noted from the irrigation pump. There was a high impedance problem discovered during external flushing. Based on the new information received, the event was reassessed as an MDR reportable malfunction.